Manufacturer narrative:
The actual device was returned for evaluation. Investigation report #(B)(4). Visual inspection and microscopic inspection of the eliminate plus, confirmed the gw lumen tore at one point (7-8.5cm from the tip), and kinks at three different points. (67.6cm, 116.1cm, 136.6cm from the tip). According to the occurrence situation and visual inspection, it is likely that the gw tore by pulling out in the state of guide wire stacking. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp)(importer) registration no. 2243441 is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer) registration no. 3009500972. Exemption number e2015021.

Event description:
The user facility reported the catheter malfunctioned. They performed pci for ami of rca. 4pl was the culprit lesion, and they engaged 7fr guiding catheter. They passed runthrough hypercoat guide wire through main duct, and runthrough ex floppy guide wire through 4pl respectively. They insulted the eliminate to pl side in the state of two wires. Although it did not reach to peripheral lesion, they performed aspiration of culprit lesion. After aspiration, they felt a little resistance when they tried to pull out the eliminate. When they continued pulling out, runthrough ex floppy came out together. The shape of the eliminate plus was damaged and bent. After that, they inserted the other wire, placed stent, and procedure was finished without problems. The patient was reported to be fine. The procedure outcome was successful.